Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/23/2019. H-3 additional evaluation summary: an empty opened foil, an empty opened folder, a detached needle and a used suture of product code vcpb977, lot # lmz182 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed at the edge of the barrel and a suture remnant was noted into the barrel hole. The end of the suture was noted cut and frizzy appeared to be by use of a surgical instrument. In addition, body fluids was present on the suture surface. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample received, the assignable cause of the is an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2019 and suture was used. The needle was detached from the suture easily during abdominal closure by continuous suturing. It was not a control release needle. There were no adverse consequences to the patient.